Event description:
It was reported that only the power button of the device was operative. It was not able to deliver defibrillation therapy. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.